Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d1 brand name corrected.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 76 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities included were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During procedure, immediately after device implant, the pump was noted to have suction events. P-level was reduced to p-2, and suction events were still noted. The pump was removed and the cannula was observed to have a kink near the motor housing. A new cp was placed via right femoral artery to support coronary angioplasty procedure. The pump flow issue due to cannula kink will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the low pump flow issue was most likely related to the cannula kink based on returned product findings; however, the cause of the cannula kink could not be determined without sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.